Event description:
On (B)(6) 2009, the pt reported that about a month ago, she noticed the up and down buttons on her insulin infusion device were intermittently working. She stated this occurred while she was attempting to bolus insulin. She stated the buttons pop up when pressed. Her device has not been dropped or exposed to water. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.